Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system (one (1) main body and three (3) limb extensions) to treat an abdominal aortic aneurysm (aaa). Approximately two (2) years post initial procedure the patient presented emergently with a back pain. Computerized tomography scan identified iliac limb stent migration into the sac with loss of apposition to the left common iliac artery wall and a type ib endoleak. The patient was reportedly stable. Re-intervention was completed with implant of one (1) ovation ix iliac limb. The final patient status was not reported. Additional information received indicating the physician elected to treat the patient by implanting an additional ovation ix iliac limb on (B)(6) 2020. Also, clinical assessment confirmed that a second type ib endoleak was present in the right iliac at the time of the reported event.

Manufacturer narrative:
An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ib endoleak of the left iliac with cephalic limb migration into the aneurysm sac and secondary endovascular procedure event is confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest a type ib endoleak at the right limb occurred that was not included in the event as reported. This finding was discovered during an examination of the 24-month post implant CT (computed tomography) scan. Procedure-related harms, device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6 device codes (as evaluated); remove 1395. H6 evaluation result codes; remove 3233. H6 evaluation conclusion codes; remove 11.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system (one (1) main body and three (3) limb extensions) to treat an abdominal aortic aneurysm (aaa). Approximately two (2) years post initial procedure the patient presented emergently with a back pain. Computerized tomography scan identified iliac limb stent migration into the sac with loss of apposition to the left common iliac artery wall and a type ib endoleak. The patient was reportedly stable. Re-intervention was completed with implant of one (1) ovation ix iliac limb. The final patient status was not reported.